Event description:
The complainant reported that the automated impella controller exhibited an unreliable placement signal. As a result of this ongoing issue, the alarms were intermittently disabled. Patient support continued using the implanted pump, and no harm was caused to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console logs from the reported day of event are consistent with complaint. Initial testing did not reveal any anomalies; however the issue was successfully reproduced after 3 days during long-term testing. Data analysis and troubleshooting performed with regards to other known complaints with same symptoms indicated that the issue could be caused either by underpowered optical bench or an undetermined issue with the optical bench itself. By elimination, we¿ve determined that the issue was caused by defective lamp assembly of the optical bench. The root cause of the issue was a defective component. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.